Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to an alert. It was determined that an alert was triggered for the right ventricular (rv) lead due to high pacing impedance and low pacing impedance. A lead integrity alert (lia) was triggered due to lead impedance variation and non-sustained episodes. X-ray did not show fracture. The rv lead detections were programmed off and the lead remains in use. No patient complications have been reported as a result of this event.